Event description:
It was reported that when using the bd pyxis¿ es server, patient information did not cross properly to the device. The customer reported that over the past week there had been issues related to server interruptions, and patient profiles intermittently did not cross over to pyxis. Multiple attempts were made to modify the order on the pyxis station, including readmitting and transferring the patient; however, the patient continued to display in a pre-admitted status. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-mar-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, the technical support specialist (tss) confirmed with customer that the patient status, confirmed discharge, and the system was functioning as designed. The system functioned as intended after the issue was resolved.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server, patient information did not cross properly to the device. The customer reported that over the past week there had been issues related to server interruptions, and patient profiles intermittently did not cross over to pyxis. Multiple attempts were made to modify the order on the pyxis station, including readmitting and transferring the patient; however, the patient continued to display in a pre-admitted status. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.